Event description:
A fire dept crew arrived on scene of a person described as in cardiac arrest. Reportedly, when the device was powered on in preparation for use, it 'locked up' and could not be used. An als crew responded approx 15 to 20 mins later. No additional event info was reported. The pt was not resuscitated. The reporter stated that the pt outcome was not the result of the alleged failure, due to a lack of pt viability.